Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the left ventricular lead dislodged. Repositioning was unsuccessful due to the x-ray imaging system not working correctly, so the lead was replaced. The explanted lead was disposed of, as the physician did not allege that the event was caused by it.